Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead was not returned and further investigation is not possible without the device.

Event description:
It was reported during the implant procedure, that the physician attempted to place the lead several times in the atrial appendage, but had trouble positioning it. The lead was not used. No patient complications have been reported as a result of this event.